Event description:
Per the investigator, there is no further information that supports a delivery system malfunction. Previously the site reported a ¿delivery system malfunction¿ but it was recently changed to ¿no delivery system malfunction". The stent graft was successfully delivered and deployed and accuracy of deployment was rated as ¿superb¿.

Manufacturer narrative:
(B)(4). Results: deployment difficulty. Severely tortuous iliac arteries. Conclusion: deployment difficulty. Severely tortuous iliac arteries.

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an 81 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 37 mm, proximal diameter of non-aneurysm aortic neck was 21 mm, distal diameter of non-aneurysmal aortic neck was 22 mm, diameter of left iliac aneurysm was 24 mm, diameter of right iliac artery was 12 mm, diameter of right femoral artery was 11 mm, and diameter of left femoral artery was 11 mm. The iliac arteries were severely tortuous bilaterally. Degree of circumferential thrombus and / or calcification was 60%. It was reported that during the procedure there were access difficulties. Intra-operatively the stent graft failed to deploy although the delivery system was successfully inserted through the right groin. Eventually the endurant stent graft was able to be successfully implanted into the patient. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.